Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1219856-2010-00562 for the first event involving the same patient. It was reported that while in the cardiac cath lab, the second intra-aortic balloon (iab) was prepped. During insertion into the sheath, the iab began to unwrap and bunch up at the distal end and would not pass through the sheath. As a result, the md did not attempt to insert another iab. The md "decided the patient did not need intra-aortic balloon pump (iabp) therapy. The patient was stable without iabp therapy." There was no patient death or injury reported. Medical/surgical intervention was not required. There was a delay in therapy; however, the time frame is unknown. According to the perfusionist, the patient was "currently stable."